Event description:
The device was received with no event details. Attempts were made to obtain details and no information was provided. No patient consequence reported.

Manufacturer narrative:
(B)(4). Date sent: 11/12/2025. B3: event year only reported: 2025. D4 batch #: v94e6n. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the hp054 handpiece was received with the end cap dislodged from the housing. No functional testing could be performed due to the device receiving condition. No conclusion could be drawn as to what caused the end cap to dislodge. However, it is recommended to use the disposable torque wrench to loose the disposable device from the handpiece. A manufacturing record evaluation was performed for the finished device batch v94e6n, and no non-conformances were identified.